Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates that intraoperative, the stimulation setting was at 3.0. The device was recognizing the electrodes as there were green check marks for all connections as well as the white line.

Manufacturer narrative:
The reported device was not returned; therefore, no evaluation has been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
A medtronic ent rep called and said he was notified after the case that the site was unable to get a good response from the nerve. They passed system checks. The site used another 3rd party device to proceed. There was no patient impact reported.